Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements. Review of the daily measurements revealed that this has been occurring over the last four months. Short durations of approximately one minute of noise were also observed on the electrogram (egm). It was noted that the patient is not pacemaker dependent. The field representative stated that the physician will schedule a lead revision procedure in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--